Manufacturer narrative:
Initial and final device 3 of 4 e1: patient city: (B)(6) patient country: united states

Event description:
Reference number(B)(4) event occurred in the united states it was reported that the patient faced 4 infusion sets tape not sticking event on (B)(6)2024. The set did not adhere when taking bath. No further information available